Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose level was 50 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use auto mode. The customer was treated with shots in the emergency room. The insulin pump will not be returned for analysis.